Manufacturer narrative:
(B)(4). A visual inspection and performance tests were performed. There was a pinhole found at the edge of the bag. This complaint was confirmed in the lab and by the supplier for a leak. The batch review provided by (B)(4) found no anomalies during the manufacturing of the lot. Renal quality engineering will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
It was noted the tubing was leaking during use. However, the reporter could not discover where the leak point was. No patient injury or medical intervention was reported along with this complaint.